Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-11746. It was reported that an error message displayed during aspiration. A spiroflex angiojet thrombectomy set was successfully prepared for a thrombectomy procedure. Aspiration was initiated. However, within seconds an error message to check saline supply displayed. The staff reseated the catheter, prepped the catheter again, and tried to repeat thrombectomy, but the same error appeared. Another spiroflex angiojet thrombectomy set was successfully prepared. After aspiration was initiated the same check saline supply message displayed. No physical issues were noted with the catheters/ there were no patient complications. The patient was taken to surgery to complete the procedure.